Manufacturer narrative:
It has been less than a year since the subject device was manufactured. The device was returned to olympus for inspection and the reportable malfunction was not confirmed. There was no twist observed on the insertion tube sheath or connector. However, during the evaluation there was a pressure mark observed on the distal end sheath, which is considered a reportable malfunction. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic probe's insertion tube sheath and connector sheath became twisted during a diagnostic intraductal ultrasonography. The procedure was completed by replacing the device with a similar device. There was no delay, patient injury, nor medical intervention associated with this event.